Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had been unable to adjust stimulation. It was noted that this began a few days prior to the report. It was noted that the patient ¿thought he needed to recharge his implant. It was further noted that the patient recharged for about 8 hours the day prior to the report. It was noted that the patient did not have all 8 boxes and sometimes had trouble getting them. It was noted that the patient saw the programmer low batter icon, but had changed the batteries. It was noted that the patient had a battery tester and the battery was okay. It was further noted that the patient recharged all day at 110 volts. It was further noted that the patient felt stimulation and couldn¿t get it off. It was noted that ¿it was hard to tell¿ and ¿it was at 500.¿ it was further noted that 2 days prior to the report, the ¿thing worked okay, but it was very slow to work.¿ it was noted that the patient recharged all day, during the day prior to the report. It was further noted that the implantable neurostimulator (ins) icon was flashing. It was noted that the ins icon was showing that it was filling a ¼, but it was full the day prior to the report. It was noted that the patient didn¿t ¿understand how he lost the charge overnight.¿ it was noted that the patient was able to get 4-6 coupling boxes. It was noted that the patient ¿had a hard time recharging before.¿ it was noted that the patient didn¿t recharge every day. It was noted that recharging usually took 6-8 hours. Additional information received reported that the ins icon kept showing low, so he kept recharging every day. It was noted that this had changed in the month prior to the report. It was further noted that the patient used to be able to recharge about once a week. It was noted that he recharged for a long time with 4-6 boxes and it was still only showing ¼ full. It was further noted that the patient was unable to communicate with the patient programmer, but explained the low ins battery icon. Additional information received reported patient received assistance from their doctor of manufacturer representative and their concerns were almost resolved. It was noted the patient had an appointment on (B)(6) 2013. Additional information received reported that the patient couldn't recharge.